Event description:
(B)(6) study. It was reported that myocardial infarction and restenosis were encountered. In (B)(6) 2017, prior to index procedure, chronic total occlusion (cto) was noted in the saphenous vein graft (svg) to distal right coronary artery (rca) where 2.5 mm x 16 mm promus stent was placed. On the same day, cto of svg to d1 was noted where 2.5 mm x 12 mm and 2.5 mm 8 mm promus stents were placed. No action was taken to treat the cto noted in svg to distal rca and svg to d1. In (B)(6) 2018, prior to index procedure, angiography revealed cto of svg to distal rca where 2.5 mm x 16 mm promus stent was placed and cto of svg to d1 where 2.5 mm x 12 mm and 2.5 mm 8 mm promus stents were placed. On the same day, 90-99% restenosis was noted in 3.5 mm x 16 mm promus stent in svg to om 1 was noted. The restenosis was treated with placement of 3 mm x 23 mm (distally) and 3 mm x 28 mm (proximally) using synergy stents. No action was taken to treat the cto noted in svg to distal rca and svg to d1. In (B)(6) 2019, prior to index procedure, angiography revealed 80-90% restenosis in 2.5 mm x 38 mm and 3 mm x 16 mm synergy stents placed in om1, cto of svg to distal rca where 2.5 mm x 16 mm promus stent was placed and cto of svg to om where 3.5 mm x 16 mm promus stent, 3 mm x 23 mm and 3 mm x 28 mm synergy stents. No action was taken to treat isr (in-stent restenosis)/ cto noted. In (B)(6) 2020, prior to index procedure, cto of svg to distal rca was noted where 2.5 mm x 16 mm promus stent was placed and cto of svg to om was noted where 3.5 mm x 16 mm promus stent, 3 mm x 23 mm and 3 mm x 28 mm synergy stents. No action was taken to treat cto noted in svg to distal rca and svg to om. In (B)(6) 2020, prior to index procedure, cto of svg to distal rca was noted where 2.5 mm x 16 mm promus stent was placed and cto of svg to om was noted where 3.5 mm x 16 mm promus stent, 3 mm x 23 mm and 3 mm x 28 mm synergy stents. No action was taken to treat cto noted in svg to distal rca and svg to om. In (B)(6) 2021, prior to index procedure, stenosis was noted in distal om. 2.5 mm x 38 mm and 3 mm x 16 mm synergy stents were placed in om. The stenosis was treated with placement of 2.25 mm x 20 mm synergy stent. Since it is unknown of exact location of placement of 2.5 mm x 38 mm and 3 mm x 16 mm synergy stents, complaint has been submitted conservatively for the stents placed in om. On the same day, cto was noted in svg to distal rca, svg to om and svg to d1. No action was taken to treat the events. In (B)(6) 2021, the subject presented with unstable angina (braunwald classification: iib) and the index procedure was performed. Heparin or other antithrombotic medication and gp iib/iiia inhibitor were administered at the time of index procedure. The subject was on a prior regimen of aspirin (>= 72 hours) and other antiplatelet medications at the time of index procedure. The target lesion #1 was located at the distal left circumflex coronary artery (lcx) was 25 mm long with a reference vessel diameter was 3.50 mm. The target lesion was predilated with 3.5 mm x 15 mm balloon with 70% residual stenosis. Following pre-dilation, the lesion was treated with 3.50 mm x 15 mm study device successfully with 10% residual stenosis and timi flow 3. Post dilation was not performed. The patient was discharged on aspirin and prasugrel. In (B)(6) 2021, 118 days post index procedure, subject presented to ed (emergency department) with chest pain and dyspnea on exertion which was experienced from past one and a half week with less triggering exertion. On the same day, troponin was noted to elevated consistent with protocol definition of mi. ECG (electrocardiogram) revealed st changes, t wave inversion and depression in v3 to v6. The subject was diagnosed with nstmi (non-st-elevation myocardial infarction) and hospitalized for further evaluation and treatment. The diagnosis was based on symptoms, biomarker elevation and ECG changes. In (B)(6) 2022, 123 days post index procedure, 90% stenosis in distal lcx was treated with pre-dilation using 3.5 mm x 15 mm angiosculpt balloon, 2.5 mm x 15 mm cutting balloon, 3.5 mm x 20 mm nc balloon. Subsequently, the lesion was treated with 3.mm x 30 mm agent balloon with 10% residual stenosis. The rationale for intervention was angina, symptoms of ischemia, elevated cardiac enzymes and new ECG changes. The event was considered resolved and the subject was discharged on same day.

Event description:
(B)(6) study. It was reported that myocardial infarction and restenosis were encountered. In (B)(6) 2017, prior to index procedure, chronic total occlusion (cto) was noted in the saphenous vein graft (svg) to distal right coronary artery (rca) where 2.5 mm x 16 mm promus stent was placed. On the same day, cto of svg to d1 was noted where 2.5 mm x 12 mm and 2.5 mm 8 mm promus stents were placed. No action was taken to treat the cto noted in svg to distal rca and svg to d1. In (B)(6) 2018, prior to index procedure, angiography revealed cto of svg to distal rca where 2.5 mm x 16 mm promus stent was placed and cto of svg to d1 where 2.5 mm x 12 mm and 2.5 mm 8 mm promus stents were placed. On the same day, 90-99% restenosis was noted in 3.5 mm x 16 mm promus stent in svg to om 1 was noted. The restenosis was treated with placement of 3 mm x 23 mm (distally) and 3 mm x 28 mm (proximally) using synergy stents. No action was taken to treat the cto noted in svg to distal rca and svg to d1. In (B)(6) 2019, prior to index procedure, angiography revealed 80-90% restenosis in 2.5 mm x 38 mm and 3 mm x 16 mm synergy stents placed in om1, cto of svg to distal rca where 2.5 mm x 16 mm promus stent was placed and cto of svg to om where 3.5 mm x 16 mm promus stent, 3 mm x 23 mm and 3 mm x 28 mm synergy stents. No action was taken to treat isr (in-stent restenosis)/ cto noted. In (B)(6) 2020, prior to index procedure, cto of svg to distal rca was noted where 2.5 mm x 16 mm promus stent was placed and cto of svg to om was noted where 3.5 mm x 16 mm promus stent, 3 mm x 23 mm and 3 mm x 28 mm synergy stents. No action was taken to treat cto noted in svg to distal rca and svg to om. In (B)(6) 2020, prior to index procedure, cto of svg to distal rca was noted where 2.5 mm x 16 mm promus stent was placed and cto of svg to om was noted where 3.5 mm x 16 mm promus stent, 3 mm x 23 mm and 3 mm x 28 mm synergy stents. No action was taken to treat cto noted in svg to distal rca and svg to om. In (B)(6) 2021, prior to index procedure, stenosis was noted in distal om. 2.5 mm x 38 mm and 3 mm x 16 mm synergy stents were placed in om. The stenosis was treated with placement of 2.25 mm x 20 mm synergy stent. Since it is unknown of exact location of placement of 2.5 mm x 38 mm and 3 mm x 16 mm synergy stents, complaint has been submitted conservatively for the stents placed in om. On the same day, cto was noted in svg to distal rca, svg to om and svg to d1. No action was taken to treat the events. In (B)(6) 2021, the subject presented with unstable angina (braunwald classification: iib) and the index procedure was performed. Heparin or other antithrombotic medication and gp iib/iiia inhibitor were administered at the time of index procedure. The subject was on a prior regimen of aspirin (>= 72 hours) and other antiplatelet medications at the time of index procedure. The target lesion #1 was located at the distal left circumflex coronary artery (lcx) was 25 mm long with a reference vessel diameter was 3.50 mm. The target lesion was predilated with 3.5 mm x 15 mm balloon with 70% residual stenosis. Following pre-dilation, the lesion was treated with 3.50 mm x 15 mm study device successfully with 10% residual stenosis and timi flow 3. Post dilation was not performed. The patient was discharged on aspirin and prasugrel. In (B)(6) 2021, 118 days post index procedure, subject presented to ed (emergency department) with chest pain and dyspnea on exertion which was experienced from past one and a half week with less triggering exertion. On the same day, troponin was noted to elevated consistent with protocol definition of mi. ECG (electrocardiogram) revealed st changes, t wave inversion and depression in v3 to v6. The subject was diagnosed with nstmi (non-st-elevation myocardial infarction) and hospitalized for further evaluation and treatment. The diagnosis was based on symptoms, biomarker elevation and ECG changes. In (B)(6) 2022, 123 days post index procedure, 90% stenosis in distal lcx was treated with pre-dilation using 3.5 mm x 15 mm angiosculpt balloon, 2.5 mm x 15 mm cutting balloon, 3.5 mm x 20 mm nc balloon. Subsequently, the lesion was treated with 3.mm x 30 mm agent balloon with 10% residual stenosis. The rationale for intervention was angina, symptoms of ischemia, elevated cardiac enzymes and new ECG changes. The event was considered resolved and the subject was discharged on same day.